Event description:
Per risk mgr, one day after a colonscopy the pt complained of pain. It was noted that pt had a perforated bowel. A hole was noted about 2 cm at the site of injury that md thinks may be associated with a possible burn. The hole was overstitched. It is unknown what generator, cautery setting or active cord were used. It is unknown what size or type of polyp was being removed. The snare was pretested. It is unknown in what section of the colon the perforation was.